Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01544 this report is being submitted as additional information. Approximate age of device- 5 years and 5 months. Manufacturer's investigation conclusion: the report of a fractured percutaneous lead could not be confirmed through this investigation. The heartmate ii left ventricular assist system instruction for use and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a pump exchange performed due to suspected internal percutaneous lead fracture. A pump exchange was performed of just pump, outflow and inflow of original pump remained in the patient. The account reported that because the pump experienced a clear driveline lead fracture and there was no suspected issues with the pump, the pump was discarded after being logged. No additional information was provided.